Event description:
The patient was enrolled in the asap too study on (B)(6) 2019 with patient identifier (B)(6). The procedure was performed on (B)(6) 2021. It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and the patient underwent successful placement of a 27 mm watchman flx closure device. The patient was started on aspirin post-procedure. The patient was discharged the next day. Six-hundred and forty-eight (648) days post-implant, the patient experienced a 20-minute episode of left sided blurry vision and presented to the emergency department. Upon admission neurological physical examination revealed no vision changes or peripheral field changes. The patient confirmed being able to see and read words. The patient was recommended for a stroke work up. A head computed tomography was performed revealing no acute intracranial process changes. Two (2) days later, magnetic resonance imaging revealed a punctate acute infarct in the high right parietal lobe. The patient was diagnosed with ischemic stroke with suspected cause, embolic secondary to atrial fibrillation without anticoagulation. The patient was started on aspirin with plan to discontinue aspirin since eliquis was also started. One (1) day later the patient was discharged without further neurological deficits and the event was considered resolved.